Event description:
It was reported that prior to starting a da vinci surgical procedure, it was identified that the prongs that are plugged into the instrument arm of the maryland bipolar forceps are broken. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's bipolar pins to be bent. The bottom pin was bent towards the top pin. The chassis feature that acts as a hardstop for the pins were not broken. The instrument passed electrical continuity testing. Failure analysis concluded that the bent damage may be due to mishandling/misuse. Failure analysis investigation also found the following damages: the instrument's pitch cable was frayed at the distal idler. There was no damage on the clevis. The instrument's distal pulley had mechanical indentations/burrs. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable found during failure analysis if to recur could cause or contribute to an adverse event.